Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The investigation involved a manufacturing review (including device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any trend or potential root cause that would indicate that the product is not meeting specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced a loss of consciousness. Customer was unable to self-treat and was treated with orange juice by his wife. No further treatment was reported. There was no report of death or permanent impairment associated with this event.